Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) of a clinical study regarding a patient who was implanted with a neurostimulator. It was reported that the patient experienced a depressive episode that included anxiety, suicidal thoughts, and depression, on (B)(6) 2017. The diagnostic methods included the patient reporting the event on (B)(6) 2017. The etiology was noted as possibly related to the device/therapy, unlikely related to the implant procedure, and not due to programming. The patient's most recent reprogramming/device interrogation date prior to the event was on (B)(6) 2017. The actions/interventions taken to resolve the event included medical or non-surgical therapy administration on (B)(6) 2017. The event resulted in medical or surgical intervention to prevent life threatening illness or injury or permanent impairment to a body structure or a body function and was considered unresolved with no further actions planned. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep). It was reported that the event began occurring after amitriptylin was presibed. When inquired about the cause of the sudden onset of the depressive episode on (B)(6) 2017, it was reported that the health care provider (hcp) did not know the explicit reason for its onset. It was also noted that the etiology was updated to not related the implant procedure. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.